Manufacturer narrative:
The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the conductor coils were deformed 400 - 410 mm from the terminal pin. The damage to the lead is consistent with damage caused during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that one day post implant this implantable left ventricular lead exhibited a decrease in sensing measurements. Threshold measurements had also changed. A chest x-ray confirmed the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was performed and this lead was explanted. A new lead was not implanted. An epicardial lead may be implanted at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.